Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings:. No defect was found. The black box shows on (B)(6) 2014 12:17 a replace cartridge alarm; the alarm was not confirmed until 17:32 and deliveries resumed when pump was primed at 17:34. Pump was exercised for 24 hours duration test with no alarms. Typical usage alarms observed in alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient received emergency room treatment on (B)(6) 2014 for a blood glucose (bg) >600 mg/dl, with thirst, nausea, and polyuria. During troubleshooting, customer support found that the patient had bronchitis, but was not on any medication for it until in the ER. Treatment for the bg included insulin injections and IV fluids. Customer support found no specific evidence of pump malfunction, defect, or misuse. This report is being made because a patient on pump therapy experienced hyperglycemia.